Event description:
The customer reported to olympus, the hd camera head stopped working and black image displayed. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found black image only displayed was found to be caused by a fault within the camera cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was not displayed because communication failure occurred due to a faulty cable. The cause of the faulty cable could not be determined. The event can be detected/prevented by following the instructions for use which state: "never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope". Olympus will continue to monitor field performance for this device.